Event description:
Burn. This complaint came from the independent search of the maude data base. Maude - (B)(4). Per the maude report - lighted breast retractor was placed on patient by surgeon in between uses. Staff noticed the retractor and picked it up and there was noted a superficial burn on her midline chest approximately 0. 5 inches by 1. 0 inches. Surgeon was aware. Ointment was applied. Post-op clinic visit - site noted to be healing. What was the original intended procedure - bilateral breast capsulorrhaphy and exchange of bilateral breast tissue expanders, placement of permanent bilateral silicone breast implants. Device #1 is this a laboratory device or laboratory test - no. This includes all information that was listed in the maude report. There was no customer listed, no exact product code listed. No device will be received for evaluation.

Manufacturer narrative:
(B)(4) - per the maude report, no device will be received for evaluation. There was no customer listed nor exact product code listed. The device was not received for evaluation and additional information was not provided. A lot number was not provided. Should the device become available, a new issue will be opened and an investigation will be performed.